Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 43 mg/dl during the night. The patient reported symptoms of shakiness when treating the low. The event was corrected with soda, and bg subsequently rebounded to a high level due to overtreatment. No outside assistance or medical intervention was required. No hospitalization occurred and no long-term health effects were reported.